Event description:
It was reported that a user experienced hyperglycemia after an infusion set supply change with the ilet pump and subsequently identified a bent cannula on a teflon infusion set, performed another supply change, and sought guidance on correction insulin; the user was advised not to administer additional insulin while connected to the ilet and to consider an injection only if disconnected. Symptoms included elevated blood glucose. Outcomes included user self-management and continued monitoring without medical intervention. Investigation included user interview and troubleshooting education. Investigation of this case revealed a likely infusion set cannula issue consistent with a bent teflon cannula causing reduced insulin delivery. It was concluded that the event was consistent with hyperglycemia with an unclear cause, with contributory device-use factors related to infusion set integrity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.